Event description:
It was reported that (1) device was used during a lung volume reduction. It was reported by the affiliate that before the procedure, the ez45g instrument was found not to close properly. It would not close or fire. Another instrument was used to complete the case. There was no consequence to the pt.